Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a revision breast reconstruction with a 600cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided device migration. MRI performed on (B)(6) 2020 indicated suspected rupture. As a result, the patient underwent removal and replacement with an unspecified breast implant. A healthcare professional stated that the implant was flipped out of proper position , but found to be visually intact upon explantation. The device was discarded after the revision surgery and is not available for evaluation.